Event description:
Clinical study. It was reported that 23 days after treatment with the nexstent caroid stent system, the patient experienced in-stent restenosis. The patient underwent treatment with the nexstent carotid stent with the filterwire ez trial device. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 26.8 mm long with a reference vessel diameter of 5.4 mm. The target lesion was treated with 4-9 x 30 mm study stent. Post-dilatation was performed and there was 20% residual stenosis. The patient was discharged the next day. Discharge medications unknown at this time. At 23 days post index procedure, the patient had in-stent restenosis. The patient was asymptomatic and the occlusion was noted on doppler and confirmed by cta. No treatment was performed at this time. The outcome of the event is noted as not resolved. In the opinion of the physician, the relationship of the event to the filterwire is not related and possibly related to the nexstent. No additional information is available at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.